Manufacturer narrative:
Facility experienced an event with endopath disposable surgical trocar while performing a lap appendectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 972614-1. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, nonconforming; sleeve condition, nonconforming and stopcock condition, closed. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info and visual examination, it was confirmed that the reported "outer gasket tore while introducing a ez35b." No conclusion could be reached as to how the gaskets on the instruments had become torn. Co reviews each incidence as it occurs in an effort to continuously improve co's products and processes.

Event description:
The devices were used during a laparoscopic appendectomy procedure. It was reported by the affiliate that the outer gaskets tore when introducing a ez35b. There were no pt consequence.